Manufacturer narrative:
Continuation: product ID 8709sc lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: product type catheter....section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc serial/lot# (B)(4), ubd 2011 (B)(6), UDI# (B)(4) ¿ corrected information: device code (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that in regards to the catheter revision in 2011 there were no concerns due to patient¿s anatomy that led to the placement at that spot. Additionally in regards to the pain pump ¿was overdosing him¿ on morphine, however records indicate that, prior to a surgical procedure to move the pump catheter to c@-c# to t2-t3 (B)(6) 2011 at the patient¿s request, his pump was set to a ¿shelf rate¿, which is the lowest programmable setting on the pump. For most of the year 2010, his rate ranged from 0.0789mg/day to 0.061mg/day. Additionally a review of the records from the time show he was not taking any oral narcotic medications at that time, and few before. The patient trialed a fentanyl patch, but reported a reaction to it and discontinued its use; he was offered the opportunity to trial fentanyl intrathecally but he declined. No further complications were reported or anticipated.

Manufacturer narrative:
The explanted date of (B)(6)2014 should not have been included on the initial MDR as the device was not explanted related to this reported event that occurred in (B)(6) of 2011. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the statement should say as follows: ¿additionally in regards to the pain pump ¿was overdosing him¿ on morphine, however records indicate that, prior to a surgical procedure to move the pump catheter to c2-c3 to t2-t3 in jan. 2011 at the patient¿s request, his pump was set to a ¿shelf rate¿, which is the lowest programmable setting on the pump¿ and not ¿additionally, in regards to the pain pump ¿was overdosing him¿ on morphine, however records indicate that, prior to a surgical procedure to move the pump catheter to c@-c# to t2-t3 in 2011 at the patient¿s request, his pump was set to a ¿shelf rate¿, which is the lowest programmable setting on the pump¿ as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's catheter used to be up in their neck; he could "feel it in the head when tilting his head back." It was hurting for months then the doctor did a catheter revision and pulled it down to c1. The event date provided was (B)(6) 2011. The patient mentioned that at the same time morphine was in the pump and it "was turned up too high and was overdosing patient." He mentioned his eyes were "pin pointed" and "other issues." The morphine was removed and replaced with dilaudid. It was also mentioned that since the catheter had been removed from the patient's neck he had constant headaches and neck pain as "there is no medication going up there." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.